Manufacturer narrative:
Device had minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the display screen on the pump they have now is badly scratched. It was also reported that the customer¿s sight is impaired, so it is very difficult for her to read the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.